Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher three times. The last repair was (B)(6) 2017 where it was reported that the locking buttons were jammed and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the handle was jammed on the bottom roller so the pre-tests could not be performed. The inner gear of the handle was found to be damaged. The calibration cutter rolled smoothly in the comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the handle was jammed on the bottom roller. The root cause of the reported event was due to the damaged inner gear. The issue was resolved with the replacement of the ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handle was jammed during surgery. No adverse events were reported as a result of this malfunction.